Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v388289, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v327604, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v355428, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v327604, implanted: (B)(6) 2010, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient felt the lead had broken. It was stated that there had been no falls or accidents, but the patient noticed a week ago there was a difference. It was stated that the caller felt pain in his back and stated it felt ¿like a fork was stuck in his back¿. It was noted that the leads ran up his back to his skull. It was reported that when he turned up the stimulator on the right side he felt nothing, but on the left side he felt it and could feel it increasing. It was noted that the patient didn¿t use his implantable neurostimulator (ins) every day. It was stated that the patient had his wife check his back and said she was able to feel the lead on his back. It was noted that the patient had told his healthcare professional who had redirected him to call the manufacturer. Additional information received reported that the patient had loss of therapeutic effect and no stimulation sensation on the right side. It was stated that this occurred ¿about two weeks ago¿ while the patient was ¿just sitting in a chair¿ and felt a change in stimulation. It was reported that the caller read >10000 ohms on contacts 8, 9, 10, 11, 15. It was stated that the manufacturer¿s representative was able to program using the 3 good contacts (12, 13, 14) but that this didn¿t give the patient as good of coverage as before. Additional information received reported that the patient was doing well post reprogramming. It was reported that no further intervention was planned at this time.